Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, crdm non-defib lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the device experienced an electrical reset and the reset caused the battery elective replacement indicator (eri) voltage to go back to 2.59 v instead of the 2.81 v that is loaded with the updated device software. The caller is going to bring the patient back in to reprogram and reload software. The device remains in use. No patient complications have been reported as a result of this event.